Event description:
My respironics dream station is part of the recall that was issued in (B)(6) 2021. I have been contacting both my supplier, lincare, and respironics about the replacement for my machine both of which are directing me to the other. It seems that both are delaying any attempt to correct the issue with my bipap.